Event description:
It was reported that the ilet display appeared faded and delaminated, with the user confirming no cracks and blood glucose reported at 144 mg/dl without impact to therapy. Investigation included technical review and complaint handling. Further investigation of this case revealed evidence consistent with screen delamination. No symptoms or adverse clinical effects were reported by the user during the event. Outcomes included replacement of the device and continued use of cgm via dexcom app or receiver. It was concluded that the device exhibited a display integrity failure and a replacement device was provided.